Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer reported that the pump has a check syringe plunger sensor issue. Complaint confirmed by open the plunger case. Verified that the left side plunger case is defective. One plunger lever is not going all the way down when its being released. Device is repaired by replacing the left plunger case. Replaced left and right clutch, and clutch spring to fix the check clutch issue. Replaced top case, right plunger case, and battery door because they are cracked. Updated to v6.0.3. The main cause of customer¿s complaint was the defective left plunger case. After replacing the parts, the pump passed all the testing and is fully operational. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: no problem was reported. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: pump has a check syringe plunger sensor issue.